Event description:
The device's previous manufacturer, invacare, contacted ventec via email to report the following event: "on (B)(6) 2025 [redacted], a health care service has been informed by a carer from the 24/7 team, that the patient was struggling to get oxygen through his tubing on the concentrator and was struggling to breath, so the paramedic had been called. The patient was with the paramedics when the carer called in and they were assessing him to be taken to hospital. The carer advised the patient was going into hospital and they were unsure when he would be released, and no one would be home to allow the technician to attend. On 30/04/2025, vivisol was informed that the patient passed away in hospital. Patients prescription on the concentrator was 2-3lpm 20hpd. This concentrator was installed with the patient on (b)6) 2024." No further details were provided.

Manufacturer narrative:
H6: this device was manufactured and placed into commercial distribution back in may 2011, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ the reporter did not provide any further information on the circumstances surrounding the individual's death, nor did they provide the date that the patient died. As a result, section b2, date of death, shall be left blank. Also, section d4 model # and d4 catalog # are "unknown" as they were not reported by invacare. The previous device manufacturer, invacare, is investigating the reported issue and has provided their preliminary findings: "we would like to point out that "the invacare perfecto2 concentrator is used by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life. Furthermore, the following safety-relevant information is stated in the user manual of the perfecto2: "invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required." The information we have at the time of this report is very limited. We have requested further information and the product for our investigation. When the investigation has been concluded a final report will be provided." Invacare continues to investigate the reported issue. Once complete, ventec will be provided with their investigation findings. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec was able to obtain the catalog # and model # based on the sn provided. As a result, section d4, catalog #, and model # have been updated accordingly. Invacare was later advised that the patient did have access to a back-up source of oxygen during the reported event. Furthermore, invacare was advised by the initial reporter, dolby vivisol, that there was ¿no indication that the patient¿s death is related to the device.¿ the invacare® perfecto2¿ oxygen concentrator used during the event was returned to invacare for evaluation as part of their investigation. "Investigation findings: at the time of the reported event the affected perfecto2 oxygen concentrator was more than 14 years old. It was found during investigation that the rubber case around the on/off switch was broken/split and the circuit breaker cut-out switch case was also split. When switching the device on it did not show any fault codes and no initial leaks were detected. The unit arrived with the flow setting on 3.5-4lpm. The affected device was tested on different flow rates, and it was detected that there are some smaller leakages in the tubing and that the sieve beds show signs of wear and tear. At higher flow rates this led to drop of the oxygen purity which caused the yellow indicator light on the device to illuminate, as intended.¿ probable cause and conclusion: the investigation revealed that the concentrator showed signs of wear and tear, as well as minor leaks, which were most likely due to the long operating life of the concentrator. If the device encounters a problem (e.g. Low oxygen flow or low oxygen purity outside the specifications), it would give an audible and visible alarm to inform the patient to switch to their backup source of oxygen, if needed. Therefore, by giving an alarm the device would work as intended in case the concentrator fails to produce enough oxygen inside the specifications due to power failure or device malfunction. The investigation showed that the concentrator showed the yellow indicator light, when the oxygen purity dropped to a value outside of the specifications and therefore worked as intended. The invacare perfect o2 oxygen concentrator user manual provides the following warnings: "caution [...] Invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining." "Operating information [...] A product should never be left unattended when plugged in. Make sure the perfecto2 is off when not in use. Close supervision is necessary when this product is used near children or physically-challenged individuals. Additional monitoring or attention may be required for patients using this device who are unable to hear or see alarms or communicate discomfort." The investigation by invacare concluded that the device showed normal signs of wear and tear, consistent with the device¿s age and continued usage, which should have been addressed through routine maintenance. Functionally, invacare confirmed proper device operation through functional and performance testing. Invacare was unable to find any issues with the device which may have caused or contributed to the patient¿s outcome, which was supported by the initial reporter's statement advising that there was ¿no indication that the patient¿s death is related to the device.¿